Manufacturer narrative:
A visual assessment was performed. The basket was open when received, and was noted to be bent. The basket and all of the basket wires were present; one of the basket wires was broken approximately 9mm from the distal end, and bent up and around to top of the tip. A second wire of the basket was bent/kinked approximately 9mm from the distal end. The broken end of the basket wire was discolored and consistent with those that were contacted by laser. The kinked basket wire was also discolored, and under magnification, the basket wire appeared to have been partially melted. The basket would open and close; however, the distal ends of the broken wires would not close into the sheath. The pull wire was bent approximately 8cm from the distal end of the basket tip. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for the broken and kinked basket wire and basket not able to close properly is user/use error, and the most probable root cause for the bent pull wire is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureterolithotripsy procedure. According to the complainant, during unpacking, the device had already broken. The basket wire was broken and deformed, and a part of the wire was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureterolithotripsy procedure. According to the complainant, during unpacking, the device had already broken. The basket wire was broken and deformed, and a part of the wire was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.